Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the transmitter had voltage. A pairing with nordic bluetooth device test was performed and the test passed. No cloud/share data was available for review. Bin file was rviewed and failed. The complaint was confirmed because we can see a transmitter error alert in the bin file. The root cause could not be determined.